Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned to olympus and the customer¿s allegation was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the visera elite video system center display is blacking out intermittently and displaying error code e209. The issue was observed during the procedure. There was no delay to the therapeutic procedure (lap cholecystectomy). After the device was switched off and on, the issue was resolved, and the procedure was completed with the same set of equipment. There were no reports of patient harm.